Manufacturer narrative:
The product remains implanted and is not available for investigation. However, the photo provided confirmed the report. It shows a slight tear on the inner base layer (base tube) of the graft. We were unable to determine if the damage occurred during the manufacturing process or during the operation. The base tube was sutured to resolve the issue and it was stated no injury occurred to the patient. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that on april 26, a lifespan graft was implanted in a loop configuration during an arteriovenous (av) shunt creation procedure. Following the implantation, approximately eight punctures were performed for dialysis. Subsequently, graft occlusion was observed and a thrombectomy was scheduled. Upon surgical incision for thrombectomy, a tear was identified in the inner layer of the graft (the base tube). The tear in the base tube was located away from the puncture sites (the physician has not clearly determined the cause). It is noted that there was no blood leakage, as the outer wrapping of the graft remained intact and functional. Thrombectomy was not performed, and the tear in the base tube was sutured, concluding the procedure. No injury was reported to the patient. The graft remains implanted and not available to be returned for investigation.